Event description:
Radio frequency ablation of liver tumor. The machine for the procedure needed a new pump which in turn needed new software for the ablation machine to recognize the new pump. Our rep had told rptr he could take care of it and rptr thought he had. Before this procedure the co let him go and rptr did not have a local rep. A rep was assigned to cover the case and he had car trouble and could not come. The machine failed due to lack of new software.